Event description:
Allegedly revised due to a broken component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. The user facility advises no medwatch 3500a will be filed. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00314, 00315, 00316, 00317, 00318.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.visually examined. Complaint reviewed and analysis showed no trend for (B)(4) lot no: 09231474. Device history record reviewed. Product not returned. Photographic images inspected.(B)(4).